Manufacturer narrative:
A ge service representative performed an on-site investigation. The software was reloaded. The single board computer needed to be replaced. No further repair information is available.

Event description:
The customer reported the system would not boot up. No patient injury was reported.